Event description:
The customer's parent called and reported that customer received a no delivery alarm followed by a motor error alarm on the insulin pump. The customer's blood glucose level was 425 mg/dl, for which she treated with manual injection. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. Customer declined troubleshooting for no delivery alert. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The excessive no delivery alarm test and occlusion test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had a cracked belt clip slot, cracked reservoir tube, missing end cap sticker, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.